Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 316 mg/dl and 42 mg/dl. Customer's other relevant blood glucose level was 60 mg/dl. Customer was treated with food and not using auto mode feature on insulin pump. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.